Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call experiencing low blood glucose levels for about two weeks. The customer's mother stated that she did not believe the issue was related to the insulin pump but rather with the glucose meter. Caller stated that the glucose meter reading was high, fluctuating between 240 and 290 mg/dl within minutes of testing. The customer complained of feeling funny when his blood glucose was 107 mg/dl three hours after a bolus was given. The customer's blood glucose dropped to 43 mg/dl within 10 minutes. The customer checked again after seeing a nurse, and the blood glucose was 43 mg/dl. By lunch, the blood glucose was 150 mg/dl. The customer's mother noted that the basal rate had been lowered by the doctor during the week prior. Customer's mother was unable to perform troubleshoot procedure because the customer was away at school. The customer's most recent blood glucose was 80 mg/dl. Caller was advised to call back to troubleshoot for low blood glucose.